Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received error alarm. The customer's blood glucose was unknown. The customer stated that the insulin pump failed self test and alarm did not occurred during prime sequence. The insulin pump will not be returned for analysis.